Event description:
It was reported by the patient that since implant of the implantable pulse generator (ipg) they get tired and short of breath with activities. The patient stated that this was not a problem prior to implant, and felt that they are not getting the expected benefit from the device. No further information was available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).